Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving unknown baclofen (500mcg/ml at 147. 95mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had their pump interrogated on (B)(6) 2017. Starting on (B)(6) 2017, the patient started experiencing a change in vitals and clonus in the abdomen. The patient's family wanted the pump interrogated again to confirm its function, and was concerned that the catheter was not in place and that the patient was suffering from baclofen withdrawal. It was noted that this was the patient's second hospital admission since the event began, and the onset of symptoms was gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the pump was delivering the gablofen (lot # 2118-110) brand of baclofen. The patient¿s medical history included spinal cord injury. The patient¿s concomitant medication was midodrine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a healthcare provider on 2017-jun-02. It was reported that the pump was evaluated per the patient's mother. The pump was interrogated and x-rays were performed for catheter placement. Per the healthcare provider, the work up was felt to be negative and the pump was felt to have been functioning normally.